Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens was returned in vial, in liquid. Visual inspection found haptic torn.no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a haptic of a cq2015a, +29.0 diopter, intraocular lens tore while advancing into the injector. It was reported that there was no patient contact. The back up lens was successfully implanted.